Event description:
It was reported via repair work order that the side rail would not raise due to malfunction glide rods. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.